Event description:
It was reported during routine generator changeout that the atrial lead exhibited muscle stimulation, lack of sensing, and no ability to capture. The lead was capped on (B)(6)2023 and successfully replaced. The patient was stable and asymptomatic.